Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen I and ii (crrs I and ii) on the galileo. The patient has a known anti-e.

Manufacturer narrative:
Review of crrs plate: well g03- clean button with a very small area of pink adherance around the button. Visually negative well h03- slightly fuzzy button with faint pink adherance surrounding the button. Visually negative the customer did not return sample or product for further serological testing.